Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced several low blood glucose events. The customer reported on (B)(6) 2018, their blood glucose reading was below 20 mg/dl. The customer required medical intervention by the paramedics on (B)(6) 2018. The customer declined to go to the hospital during this incident. Customer was treated with a glucose solution. The customer's blood glucose was 34 mg/dl at the time of the call. The customer also reported having high blood glucose of 400 mg/dl, which was treated with the insulin pump. The customer would also change their infusion set and reservoir and their blood glucose would lower to 70 mg/dl. It was also reported insulin would squirt during the prime process. Troubleshooting was declined for the insulin pump. The insulin pump will not be returned for analysis.